Manufacturer narrative:
The reported symptom "can't turn on cycler" was confirmed. The reported symptom "powers down" was confirmed. The reported symptom "I am not able to remove the cassette" was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Power up cycler verification failed. The failure was due to a blank screen. The inverter board transformer is shorted; burnt coil. Could not configure the screen for testing: systems air leak test and valve actuation test. There were no other discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty cycler powered down, and was not sure if the peritoneal dialysis treatment was completed. The supply bags were reported empty. The cycler was plugged into an outlet. The lights on the okay and stop key were not on. Follow up with the patient indicates that the treatment was completed with continuous ambulatory peritoneal dialysis and that the patient did not experience any complications as a result of the alleged event. The cycler was replaced.